Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional evaluation summary: a labeled winding former with a needle/suture combination in tray was received for evaluation. During the visual inspection of sample, the swage and attachment area of needle were as expected. Also, suture was dispensed and it has begun with the process of disintegration, since the suture was breakage in several sections. The product code y936 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was not returned for evaluation to determine if any damaged was present, that could be attributable to degradation of the suture. Per the sample condition the assignable cause of performance pull off suture needle and breakage suture, was caused by suture degradation exposure to environment.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please specify. Was there any suture needle separation?, suture breakage? Or needle breakage? Yes. Happened on multiple occasions. Suture broke. In another instance stitch broke not near swag of needle. Product codes and lot numbers - lek109. There also has been additional lots since initial instance. Event date: (B)(6) 2017, procedure name: CABG. CABG avr. Emergency CABG. Patient consequences/ae report if any? Suture broke. Replaced with new suture. If lots were noticed before hand, they were switched out before procedure start. Was procedure completed successfully? Yes. Qty involved? 2/case. Sample return, if any? There has been additional suture lots. Lots involved include lek109 and lez383.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. When the suture was pulled through the skin the needle would pop off or the suture would break. No adverse patient consequences reported. Additional information has been requested.